Event description:
The facility's materials management reported a patient incident with a luer activated valve. The event occurred at approximately 7pm while the patient was having a CT scan. The IV was located in the patient's wrist and there was an extension set with an injection site at the end connected to the IV. According to the CT technician, "it did not appear there was any resistance in the injection site when flushing". Low-pressure extension tubing was used with the power injector to administration a dye for the scan. The technician initially checked the tubing and verified the connection between the tubing and the injection site was firm. The technician checked the dye was running up to the IV site and there was no air between the dye and the patient. After the technician verified the set-up, the infusion was started. Within 5 seconds, the technician stopped the infusion to verify there was no swelling or infiltration at the IV site. The technician did not find any problems and continued with the infusion. By the time the dye was expected to be seen on the scan, it was noticed there was no infusion of the dye into the patient's body and the patient experienced nausea and vomiting. The test was stopped immediately. The emergency room (ER) was called and the patient was stabilized by the ER staff. Reportedly, it was initially thought the patient was having allergic reaction and the patient was treated with steroids and antihistamine, dose unknown. However, the CT scan showed air embolism in the patient's right ventricle. The size of air embolism was not known. According to the technician, air embolism was not treated and it was determined to "let the body absorb it". After the patient was stablized, the patient was rolled away on the gurney. At the time the patient was being taken to the room, the dye was discovered on the floor. The patient recovered and was reportedly okay. The patient was checked the next day in the morning and additional CT scan was performed. The CT scan showed that "the air was gone." No aditional information available.